Event description:
The device has been returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the health care provider for this patient was disappointed in the longevity of the device. The device was explanted. A request for the return of the device has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.